Event description:
The nurse reported the surgeon has noted a lull in toggling between 1 and 3 on the footswitch. The nurse stated the surgeon was trying to remove a hard piece of the quadrant with the phaco handpiece. The phaco handpiece occluded; upon trying to clear the line, the surgeon noted a posterior capsule rupture. The surgeon performed an anterior vitrectomy and completed the case. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not find a problem. The system was then tested and met all product specifications. A review of the service requests indicates no related reports for the system in the last 24 months. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 09/16/2009.